Event description:
Boston scientific received information that during the implant of the right atrial lead the right ventricular lead dislodged. The patient presented with hypertension and diaphoresis. The electrophysiologist diagnosed cardiac perforation. Fluid was drained and the procedure was completed with both leads. The patient was hemodynamically stable.

Manufacturer narrative:
Should additional information become available this investigation will be updated.